Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experiencing nerve stimulation presented in clinic. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation due to radio frequency interference. The device was reprogrammed successfully and the patient was stable.